Event description:
It was reported that during use in a procedure, small particles of black insulation material fell of the forcep tines, landing on the surgical drape of a microscope. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Additional information: d9 product return date.

Event description:
No new information.